Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was torn, resulting in fluid leaking from the tear. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Event description:
It was reported that the patient's blood glucose levels reached 334 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a manual injection of insulin was delivered and a new pod was applied.